Manufacturer narrative:
No system performance information was provided by the customer. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced leaking waste transfer tubing. The fse verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
The customer contacted beckman coulter inc., (bci) regarding a leak from the fluidics drawer in unicel dxi 800 access immunoassay system. There was no report of injury to lab personnel as a result of this event.